Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received insulin flow block alarm. The customer¿s blood glucose level were 488 mg/dl, 462 mg/dl, 466 mg/dl and 511 mg/dl. The customer treated high blood glucose with manual injection. The customer was assisted with troubleshooting. The customer will continue to use the device.